Event description:
Sales rep reported on behalf of healthcare professional "capsular contracture" baker grade IV. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: deformation observed. White particles observed, on the surface of the shell. Creases were observed. No further actions are required as the device was implanted.

Event description:
Sales rep reported, on behalf of healthcare professional. "Capsular contracture", baker grade IV. This record is for the left side. Device has been explanted.